Manufacturer narrative:
The patient is (B)(6). An event regarding revision due to pain involving a rejuvenate modular device was reported. The event was confirmed. Device history review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: similar events have occurred for the catalog number and product family and the reported lot. These events were determined to be associated with (B)(4). Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Patient complained of pain and had elevated cobalt so the surgeon revised.

Event description:
Patient complained of pain and had elevated cobalt so the surgeon revised.

Event description:
Patient complained of pain and had elevated cobalt so the surgeon revised.